Event description:
Reportedly, during initial application the clip did not form properly on the tissue. The instrument was closed and the tissue was severed since a clip was not present. Another device was used and the procedure was completed without further incident. There were no excessive bleeding or tissue damage reported. Procedure type: unk.